Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via a study, reported that the right breast feels/looks "firm and looks abnormal due to capsular contracture". Additionally, healthcare professional reported a right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles and opening. A microscopic analysis was performed which an opening striated on the anterior side consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on anterior side due to surgical damage.

Event description:
Patient, via a study, reported that the right breast feels/looks "firm and looks abnormal due to capsular contracture". Additionally, healthcare professional reported a right side capsular contracture, baker grade IV. The device has been explanted.